Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "two years following surgery, the patient experienced severe wear of the ulnar cartilage, accompanied by lateral subdislocation of the ulnar and radius on the left elbow, leading to a deviated elbow and forearm, as well as chronic pain. The patient was hospitalized from (B)(6) 2023 to (B)(6) 2023, and required urgent intervention to prevent permanent damage. The surgeon indicated a probable relationship between this event and the implant, though not directly related to the initial surgery. To address this, a revision surgery was conducted on (B)(6) 2023, involving totalization of elbow arthroplasty and a reoperation for ulnar component implantation without extraction of the humeral component. The event was resolved without sequelae on 06 feb 2024, marking a positive outcome following the totalization of elbow arthroplasty."